Event description:
It was reported that the implantable neurostimulator (ins) was removed in (B)(6) 2013 due to a cyst at ins pocket. It was noted that the lead was still implanted.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37744 lot# serial# (B)(4), product type programmer, patient product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).